Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, low sensing and under-sensing. X-ray imaging was performed and revealed that the rv lead slack had pulled back. The rv lead was explanted and replaced. The patient was in stable condition.